Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require damaged motor gear assembly replaced, electrical upgrade performed, mechanical upgrade performed, defective vso replaced, unit cleaned and calibrated. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. Testing included: functional test performed, functional test acc. To test procedure, electrical safety test, accessories checked.

Event description:
It was reported that they are returning their unit for service. Description of failure: green, blue and black cables damaged under stereo and echo. No further information is available. No reported patient consequence.